Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The user complaint was 1 fsl3 reader - lg cannot be charged / battery problem. Reader was sufficiently charged. Reader was powered on with button press, strip insertion and charging cable insertion. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and observed contamination around the usb charging port and evidence of misuse as the pins on the usb port that connect to the pcba are coming away which is consistent with applying too much pressure when inserting the charging cable. The abbott supplied adapter was returned. A load test was performed and results were within specification range. Therefore, this issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that she was unable to test due to damaged battery contacts on her adc reader. As a result, customer was incapable of testing and experienced a loss of consciousness, back pain and required unspecified treatment from a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that she was unable to test due to damaged battery contacts on her adc reader. As a result, customer was incapable of testing and experienced a loss of consciousness, back pain and required unspecified treatment from a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.